Manufacturer narrative:
(B)(4). Batch # n5326y. Additional information was requested and the following was obtained: on the third firing, was the staple line complete? No. On the third firing, was the cut line complete? No. On the third firing, what was the shape of the staples (b-formation, irregular, legs straight)? No information. Will all pieces be returned with the device? No information. If no, were the pieces discarded? No information. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open right hemicolectomy, the firing knob was broken off at the third firing of functional end to end anastomosis on the colon. The staple height was blue. No pieces fell into the patient. Eventually, the broken knob was pushed to the distal end with a thumb. There were no adverse consequences to the patient.